Event description:
Customer reports one incident of a blood leak on use #5 in the middle of pt treatment. Estimated blood loss was 150 cc's. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.